Event description:
It was reported by the aci clinical specialist that a patient underwent a catheterization procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device jammed as the physician attempted to shuttle the sealant. No further information is available. On (B)(6) 2013, the device was returned for device jam; however, the device was returned with a note stating that the balloon was broken before entered into the body". The device was returned in manufactured position (never deployed).

Manufacturer narrative:
The device was returned for device jam; however, the device was returned with a note stated that the "balloon was broken before entered the body." The device was returned in manufactured position (never deployed). An attempt to inflate the balloon from the returned device with fluid to determine if there was any presence of leak in the balloon, it was noted that the inflation tube was blocked, probably by contrast. The catheter was cut and the balloon was inflated with air; no leak was observed. The balloon was verified in a go/no go gauge to be within the 5/75 - 6/15 mm specification. The review of the lhr (lot f1301707) indicated that the mynx device met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the reported device failure was not confirmed and the root cause could not be determined.